Manufacturer narrative:
The local area sales representative was contacted for additional information regarding event cause and product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this lead exhibited non-specific product performance allegation and it was explanted. No additional adverse patient effects were reported. Additional information regarding product return status has been requested.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding explant date. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this lead exhibited non specific product performance allegation and it was explanted. No additional adverse patient effects were reported. Additional information regarding product return status has been requested. Further information was received that the reason for explant was due to a lead dislodgement. Additionally, helix issues were also observed. No additional adverse patient effects were reported. It is expected to receive this lead for analysis. Additional information was received that the lead also exhibited loss of capture (loc). No additional adverse patient effects were reported. It is expected to receive this lead for analysis.

Event description:
It was reported that this lead exhibited non specific product performance allegation and it was explanted. No additional adverse patient effects were reported. Additional information regarding product return status has been requested. Further information was received that the reason for explant was due to a lead dislodgement. Additionally, helix issues were also observed. No additional adverse patient effects were reported. It is expected to receive this lead for analysis.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding explant date. At this time, no further information is available. Should additional information become available this report will be updated.